Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Mdm liner impactor cracked while impacting metal liner into acetabular component, implant was successfully implanted without any harm or adverse effects to the patient. Instrument was thrown away into medical waste trash after the procedure, unable to retrieve instrument to return to (B)(6).